Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.